Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to load a new cartridge onto the pump during the load sequence. Reportedly, the issue had been occurring intermittently. Customer's blood glucose (bg) level was in the 600's mg/dl range. Bg was addressed with manual injections and insulin pens. Tandem technical support reviewed the pump history and found no alerts or alarms indicating the issue was due to user error. Customer acknowledged this information. Reportedly, the customer reverted to manual injections. Current bg level was 84 mg/dl.